Event description:
It was reported that the keypad button presses did not activate desired pump functions. The ok, up and down keypad buttons are intermittently not responding when pressed. It was reported that the keypad is still intact. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.